Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had symptoms of gastrointestinal (gi) bleeding and felt weak; they were seen in the emergency department (ed). The patient received intravenous (IV) fluids in the ed. The patient's hemoglobin and hematocrit (h/h) was trending down, and they had black tarry stools. No diagnostic testing was used and bleeding was not confirmed. No treatment was performed for the bleeding and it resolved.